Event description:
Report received of three separate tubing sets that were leaking fluid at the filter and causing air in the distal pt line. A home health pt was to receive nightly tpn infusions via PICC line. The tubing was taken out of the package and primed without problems or noticeable leaking. It was placed into the pump and connected to a port on the pt's PICC line. Several minutes into the infusion, the clinician had noted air in the line all the way from the bottom of the cassette, past the filter, and into the distal pt line. There was approx 8 inches of air in the tubing between the cassette and the pt's access port. There was no air noted above the pump or in the caseette, and the pump did not alarm for air-in-line. It was reported that no air had gotten as far as the pt's access site, as both the pt and the clinician were watching very closely. The tubing set was changed two more times, and the same thing occurred. The clinician had no other tubing, and the tpn therapy was delayed until the following day. Upon closer examination, the clinician noted that all of the tubing sets had small fluid leaks at the filters. The pt did not experience any adverse effect, and it is reported that the pt's physician did not feel it was necessary to check blood glucose levels. Add'l pt info was requested, but no further information was available.